Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she inserted a new sensor 6 hours prior to calling and was continually getting threshold suspend alarms. She stated the sensor glucose reading was 54 mg/dl but her blood glucose was 121 mg/dl. The recommended insertion and calibration technique was discussed and the customer did follow the proper procedure. She stated she had to calibrate later at night. She was advised to monitor the issue. No product was replaced or returned for analysis.